Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 600 (mg/dl). The customer attempted to manage their bg levels by delivering boluses prior to hospitalization; however, elevated bg levels persisted. While hospitalized, the customer was treated with intravenous insulin and released the following day. Reportedly, the customer's health care provider (hcp) believes the pump is not properly delivering insulin and the customer has reverted to manual injections.